Manufacturer narrative:
(B)(4). Correction: a batch review was conducted and no issues were found related to the reported condition during the manufacture of this lot. A sample was returned for evaluation. A visual inspection was performed and revealed light particles in the solution. Functional testing was not necessary. The reported condition was confirmed. The particles found in the bottle were the same which have been observed in the plastic bags that they use to compound. The root cause was not determined.

Event description:
A customer reported to baxter corporate product surveillance (cps) an unknown amount of 500ml evacuated containers in which particulate matter was observed after filling. After the evacuated containers were filled with an unknown amount of unknown medications, the pharmacist noticed 1/4 to 1/2 inch translucent "lint" like particles in the solution. The pharmacist could not provide the specific medications used because she has found the same particulate matter consistently across all medications when compounded in the evacuated containers. She clarified that the facility will draw saline solution from bags using an unknown needle. She stated that they have observed the that the plastic that is opposite of the needle is frayed occasionally. She also stated her managers have informed her that in their growmed department (a department where they test technicians to see if they are mixing correctly) the same particulate matter has been observed in those bags. The evacuated containers are used for administration purposes by the facility, and are preferred over the bags for larger volumes due to ease of use. There were no reports of patient involvement, patient injury, medical intervention or adverse events associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown. This device is preamendment; therefore, it does not contain a us 510k number.